Event description:
Got burns on my skin [thermal burn], only once did I not follow the directions/you're not supposed to use a patch back-to-back/you're also not supposed to sleep with a patch on [intentional device misuse], narrative: this is a spontaneous report from a pfizer-sponsored program thermacare power reviews. A contactable consumer reported that a patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual), from an unspecified date at an unspecified frequency for adenomyosis. The patient medical history and concomitant medications were not reported. The patient stated "these are amazing! They truly do help with easing monthly discomfort. I have adenomyosis, and use these monthly to help me get through the roughest days. Not easy to find in stores!! Only once did I not follow the directions and got burns on my skin. You're not supposed to use a patch back-to-back, you have to give your skin time to cool off. You're also not supposed to sleep with a patch on. I broke both those rules, and paid for it. Lesson learned! Follow the rules and you'll find great relief with this product." The action taken in response to the events for the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the events of "burn" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Only once did I not follow the directions / you're not supposed to use a patch back-to-back / you're also not supposed to sleep with a patch on [intentional device misuse], got burns on my skin [thermal burn], narrative: this is a spontaneous report from a pfizer-sponsored program thermacare power reviews. A contactable consumer reported that a patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual), from an unspecified date at an unspecified frequency for adenomyosis. The patient medical history and concomitant medications were not reported. The patient stated "these are amazing! They truly do help with easing monthly discomfort. I have adenomyosis, and use these monthly to help me get through the roughest days. Not easy to find in stores!! Only once did I not follow the directions and got burns on my skin. You're not supposed to use a patch back-to-back, you have to give your skin time to cool off. You're also not supposed to sleep with a patch on. I broke both those rules, and paid for it. Lesson learned! Follow the rules and you'll find great relief with this product.". The action taken in response to the events for the product was unknown. The outcome of the events was unknown. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and / or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event / serious / unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received. Follow-up (29apr2020): follow-up attempts are completed. No further information is expected. Follow up (04jun2020): new information received from product quality complaint includes: product investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and / or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious / unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received.

Event description:
Event verbatim [preferred term] only once did I not follow the directions/you're not supposed to use a patch back-to-back. You're also not supposed to sleep with a patch on [intentional device misuse], got burns on my skin [thermal burn]. Narrative: this is a spontaneous report from a pfizer-sponsored program thermacare power reviews. A contactable consumer reported that a patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual), from an unspecified date at an unspecified frequency for adenomyosis. The patient medical history and concomitant medications were not reported. The patient stated "these are amazing! They truly do help with easing monthly discomfort. I have adenomyosis, and use these monthly to help me get through the roughest days. Not easy to find in stores. Only once did I not follow the directions and got burns on my skin. You're not supposed to use a patch back-to-back, you have to give your skin time to cool off. You're also not supposed to sleep with a patch on. I broke both those rules, and paid for it. Lesson learned! Follow the rules and you'll find great relief with this product. The action taken in response to the events for the product was unknown. The outcome of the events was unknown. Follow-up (29apr2020): follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the events of "burn" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Only once did I not follow the directions/you're not supposed to use a patch back-to-back/you're also not supposed to sleep with a patch on [intentional device misuse], got burns on my skin [thermal burn]. Narrative: this is a spontaneous report from a pfizer-sponsored program thermacare power reviews. A contactable consumer reported that a patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual), from an unspecified date at an unspecified frequency for adenomyosis. The patient medical history and concomitant medications were not reported. The patient stated "these are amazing! They truly do help with easing monthly discomfort. I have adenomyosis, and use these monthly to help me get through the roughest days. Not easy to find in stores. Only once did I not follow the directions and got burns on my skin. You're not supposed to use a patch back-to-back, you have to give your skin time to cool off. You're also not supposed to sleep with a patch on. I broke both those rules, and paid for it. Lesson learned. Follow the rules and you'll find great relief with this product." The action taken in response to the events for the product was unknown. The outcome of the events was unknown. Product investigation results were as follows: final confirmation status: not confirmed. This investigation was conducted for an unknown lot number menstrual 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Exped trend assmt. & rationale:an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event/negligible-minor, and adverse event safety request for investigation for menstrual 8hr products the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event/negligible-minor, and adverse event safety request for investigation for menstrual 8hr product, refer to the 36-month attached trend chart for ae menstrual 8hr (B)(6) 2020. Severity of harm: s3. Site sample status was not received. Follow-up (29apr2020): follow-up attempts are completed. No further information is expected. Follow up (04jun2020): new information received from product quality complaint includes: product investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (06jan2021): new information received from product quality complaints includes:investigation reopened to update (correct) final confirmation field from "confirmed" to "not confirmed". Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Final confirmation status: not confirmed. This investigation was conducted for an unknown lot number menstrual 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Exped trend assmt. & rationale:an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event/negligible-minor, and adverse event safety request for investigation for menstrual 8hr products the data did not show an increase over time for 36-months. There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event/negligible-minor, and adverse event safety request for investigation for menstrual 8hr product, refer to the 36-month attached trend chart for ae menstrual 8hr (B)(6) 2020. Severity of harm: s3. Site sample status was not received.